Event description:
Litigation alleges patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering. In addition, patient has had to undergo a surgical revision of his hip wherein the asr acetabular hip system orthopaedic implant was removed and replaced with another product. Date of revision unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4) used to capture the surgical intervention and blood heavy metal

Event description:
After review of medical records the patient was revised due to failed asr summit tha and elevated metal ions. Operative findings reported metallic stained fluid with joint and moderate synovitis. There were mild to amount of trunnion wear. Operative note reported approx. 10 ml yellow brown stained fluid aspirated and for lab. Synovium was stained brown, villous synovitis along the cup. Mild amount of corrosion on the stem and sleeve. There was no lab result provided for elevated metal ions.